Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg); however, a specific value was not provided. Cause was unknown. A correction bolus was delivered via the pump to address bg level. Reportedly, the customer declined troubleshooting with tandem technical support.